Event description:
It was reported that during a procedure to stent the left anterior descending coronary artery (lad), the rx multi-link stent delivery system (sds) stuck on advancement half way through a non-abbott guide catheter. The device was removed through the guide catheter with some resistance and a bit more force than usual was used. The shaft was very bent all the way through but no separation was noted. A clinically significant delay was reported because the physician had to use another stent, however, the delay did not cause any issue to the patient and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported resistance was confirmed due to the kinks in the shaft. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Because it was reported that force was used to remove the sds through the introducer sheath, it should be noted that the rx multi-link 8 instruction for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product deficiency. Evaluation summary: the device was returned for evaluation. The reported resistance was confirmed due to the kinks in the shaft. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported that force was used to remove the stent delivery system through the introducer sheath, it should be noted that the rx multi-link 8 instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Removal of sds through guide catheter against resistance, using force, contrary to instructions for use. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.